Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for rite - therapy monitored volume failed performance specification, found by service personnel during evaluation of the device. The external and internal visual inspection was performed and revealed a damaged door piston. The assignable cause was undetermined however the damaged door piston may have contributed to the rite failure. The door piston will be scrapped. Device will be sent to service area for servicing.

Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec: fill 1 836.0 ml, drain 1 836.6 ml, fill 2 832.8 ml, drain 2 832.2 ml (rite specifications 774.0 - 821.0 ml). Rite test failure, no patient involved.